Event description:
It was reported that, rotation of extension piece on mating hip stem.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. D4 - catalog numbers and lot codes of other devices listed in this report: description: par v40 taper extension piece 50mm, cat # c-m068-7-403, lot # mhn77y; description: par v40 taper extension piece 60mm, cat # c-m068-7-404, lot # mhn780. It cannot be determined which, if any of these devices may have caused or contributed to the event. Stryker orthopaedics is currently in the process of preparing a 510k submission for the peri-acetabular prosthesis system. Device distribution has been limited to procedures associated with compassionate use requests.